Event description:
It was reported that during a superion indirect decompression system implant procedure the physician had difficulty placing the implant which resulted in the device being damaged. The physician believed that there were osteophytes and or other anatomical obstructions that were causing resistance. The damaged implant was replaced with a new one and the procedure was completed successfully. The patient was noted to have fully recovered post-operatively.

Event description:
It was reported that during a superion indirect decompression system implant procedure the physician had difficulty placing the implant which resulted in the device being damaged. The physician believed that there were osteophytes and or other anatomical obstructions that were causing resistance. The damaged implant was replaced with a new one and the procedure was completed successfully. The patient was noted to have fully recovered post-operatively.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates failure was likely due to deployment against resistance, such as, bone, and or manipulation of the position of the device by gear shifting of the inserter.